Manufacturer narrative:
The following were noted during visual inspection: scratched case and pillowing keypad overlay. The pump was received with a flashing blank display with vertical lines due to cracked lcd controller on pcba 1. Unable to perform the displacement test due to flashing blank display. The pump was cut open to perform visual inspection. No damage or moisture damage was found on pcba 2, the motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack and line on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.